Event description:
Kaltostat is a product used in dressing burn wounds. It is manufactured by convatec. It is used in the or and the construction of the package makes it very difficult if not impossible for the circulating nurse to deliver the package contents in a sterile fashion to the scrub nurse. The package frequently rips thus contaminating the kaltostat product inside. Many failed attempts has been made trying to open the package and maintain the sterility of the product. This type of packaging has the potential to contribute to contamination of the sterile field. This complaint was registered by the or nurses using the product on burn cases. Route: top. Dates of use: 2006 - 2007. Diagnosis or reason for use: burn dressing.